Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging inaccurate results. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. On (B)(6) 2013, the reporter contacted lifescan (B)(4) alleging that the subject meter read inaccurately erratic. The reporter claimed obtaining blood glucose readings of ¿280, 180 mg/dl¿ with the subject meter, performed within an unspecified time of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.